Event description:
It was reported that the 7600 system video cuts out and has interconnect cable problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect cable jack and video pins. The system was tested and found to be working as intended and placed back into service.